Event description:
The lay user/patient contacted lifescan (lfs) customer service in 2009 alleging that the onetouch ultralink was not powering on and reportedly had an "insulin reaction." The medical surveillance specialist (mss) spoke with the patient on april 14, 2009 to obtain/verify the following information. The patient indicated that the power issue first occurred the night before the patient contacted lfs. When the power issue occurred, she replaced the battery with 2 sets of brand new batteries but the power issue persisted. The patient stated that she felt "alright" before going to bed and did not take any insulin. The next morning before breakfast (unspecified time), she reportedly became shaky and was perspiring. It is unclear if and when she took any insulin before she developed the symptoms, but she did indicate that she had to guess how much insulin to take since her meter was not powering on. Based on her symptoms, she administered self-treatment with candy and then ate her breakfast. The patient mentioned that because the subject meter was not working, she tested with her "ancient" meter and "old" test strips so that she can get an approximate of her blood glucose levels; however, she was unable to recall what the results were and when she tested with this meter. When the customer care advocate (cca) walked the patient through troubleshooting, the meter powered on successfully; therefore, there is no evidence that the product malfunctioned. However, this complaint is being reported because the patient reportedly had to guess how much insulin to take after her meter stopped powering on and then developed symptoms suggestive of hypoglycemia. The patient administered self-treatment with candy.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.